Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with broken battery tube threads, cracked belt clip slot, cracked case on reservoir tube window corners, cracked case on display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 159 mg/dl. The customer reported that a piece of the battery compartment of the insulin pump was missing and had broken off. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.